Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the provisional was discovered fractured in sterile processing department while assembling trays for surgery. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2018-01415.